Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: vyaire certified service technician was unable to verify the customer's reported issue. The device passed 102 hour extended testing at the customer's settings. During the extended testing, the device was run at the customer's settings with ac power removed and the ventilator operated for 3.5 hours. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator shut down while connected to a patient. The customer stated that the battery only lasted 15 minutes after being fully charged. The customer confirmed there was no patient harm associated with the reported event.